Event description:
Caller reported compact plus system blood glucose results 0.8 mmol/l and 13.5 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(4).